Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05-feb-2026, a sales representative reported via (B)(4) that the unknown screw fell apart. This issue was discovered during a case with patient affect.